Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the leadless implantable pulse generator (ipg) exhibited a rise in threshold and decreased r-wave amplitude. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.